Event description:
This is a spontaneous consumer report with supplemental information by a healthcare professional of peritonitis with culture positive for e. Coli in a (B)(6) male patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex (dosages, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The consumer reported that the cause of the peritonitis was "internal, maybe something with his intestines, maybe e. Coli". Upon a follow up call, the patient's nurse stated that on (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was treated with ceftazidime, ip (dose and frequency not reported). On an unreported date, while hospitalized, the patient's pd catheter was removed and dianeal therapy was withdrawn. The patient was on back-up hemodialysis at the time of this report. On an unreported date in 2011, the patient recovered from the peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal and extraneal therapies. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (gd883082) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.